Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to a faulty blue fiber pigtail within the vision side cart (vsc). This issue can be resolved by fse service of the system to replace the blue fiber pigtail.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced blue fiber pigtail to resolve the issue. System was tested and verified as ready for use.

Event description:
It was reported that a fault occurred on the system during a system training/demo, a message was displayed stating to hold the power button to restart. The customer had already restarted the system twice and the issue persisted. The technical support engineer then instructed the customer to power down the system and cycle the circuit breaker on the vision side cart, after which the system powered back up without errors. Later, during training, the issue recurred after console 1 was disconnected. The technical support engineer confirmed 31089 errors in the system logs with the console connected to fiber port 1 on the tower, then guided the caller to disconnect console 2 and reconnect console 1 to fiber port 1. The system powered back on without error, but the technical support engineer again confirmed the same error in the logs within seconds of disconnecting while on the call. The customer reported event has no report of patient injury.